Event description:
Yesterday, the worst case scenario occurred. The prescription module did not work reliable [sic]. Due to incomplete instructions (generate through icip) a medical treatment (op) was required on a patient! At 23.03, the patient was to receive pantoprazol. This medication did not administer to that patient until 26.03, because the prescription was not observable in the work folder at any time!! The patient got a distinct ulcer and that required an emergency gastrectomy. At 26.03, the old prescription was dimmed and an new one started up. Now, in the work folder, you can see the old" and new prescription. The medical prescription shows, that with the prescription from 23.03, the frequency was sign in [scheduled] but it were not built up [populated] in the schedule plan. Maybe, this is the reason why the prescription did not generate.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation. A supplemental report will be completed once the investigation is complete. The issue reported by the customer is consistent with the software problem resolved.